Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation, on december 15, 2016, confirmed that the tissue pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw each other. When we closed the grasping section and activated seal mode, short circuit error was reproduced. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the errors occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. During use, short circuit error was displayed and the tissue pad was torn. It was not reported that whether the device was replaced and whether the procedure was completed. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation, on december 15, 2016, confirmed that the tissue pad was severely worn.